Event description:
An error message was reported with the adc device. Customer received a "scan again in ten minutes" message and was unable to obtain readings. As a result, customer experienced unspecified symptoms and was unable to self-treat, requiring third-party administration of insulin and/ or glucagon for treatment. There was no report of death or permanent impairment associated with this event. Adc customer service attempted to contact the reporter/customer/hcp 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-10 was incorreclty documented in the previous initial report. Section h-10 has been updated.

Event description:
An error message was reported with the adc device. Customer received a "scan again in ten minutes" message and was unable to obtain readings. As a result, customer experienced unspecified symptoms and was unable to self-treat, requiring third-party administration of insulin and/ or glucagon for treatment. There was no report of death or permanent impairment associated with this event. Adc customer service attempted to contact the reporter/customer/hcp 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful.